Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was reported to be 500-599 mg/dl. Customer was taken to the ER and hospitalized. Customer had ketones that were identified as dangerous by a health care provider. Customer needed 3rd party assistance by ER staff to treat high bg. The customer reverted to manual injections for insulin therapy.